Event description:
It was reported to philips that the device experienced a co2 test problem.

Manufacturer narrative:
It was reported to philips that the device experienced a co2 test problem. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Upon conclusion of the evaluation, it was determined that this was a maintenance issue the maintenance is to be performed by the customer. The device remains at the customer site and no further evaluation is warranted at this time.